Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the course of the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications reported and there was no patient injury.